Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on this patient's non-boston scientific right atrial (ra) and right ventricular (rv) leads had reached greater than 2000 ohms. Boston scientific technical services discussed programming options with the health care provider. No adverse patient effects were reported. This cardiac resynchronization therapy pacemaker (crt-p) remains in service.